Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual revealed the telescope, sheath, imaging window and drive cable were kinked. The imaging window was detached near the lap joint section and the drive cable was partially coiled. The distal part of the imaging window was stretched and torn. The tip was detached and was not returned for analysis.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). One wire was inserted into a branch of the rca and another wire was inserted into the main branch. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After insertion, the first wire got stuck in the lesion during delivery while imaging was on, and the catheter became twisted. The catheter was not moving back and forth so the entire guide catheter was removed. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). One wire was inserted into a branch of the rca and another wire was inserted into the main branch. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After insertion, the first wire got stuck in the lesion during delivery while imaging was on, and the catheter became twisted. The catheter was not moving back and forth so the entire guide catheter was removed. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).